Event description:
It was reported by the customer that after turning on the cs300 intra-aortic balloon pump unit, the machine alarmed "maintenance code 7 required". There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full event site name: (B)(4) university.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6, h10. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump iabp unit, after the fse cleaned the air inlet of the power module, the machine was normal. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.